Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported when gas was activated the pressure reading was at 30mmhg and wouldn't move. The system was completed. No pt injury was reported.